Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-6533 for a description of the other event. It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a procedure the day prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the physician was unable to increase the pressure of the device. When the device was withdrawn from the scope, a pinhole was found on the balloon. The same incident was occurred twice in a row. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and model number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned device revealed a longitudinal tear in the balloon. The root cause could not be confirmed; however the most probable root cause is that the device was damaged during use. Inflation of the balloon beyond the pressure specified on the product and packaging label, or failure to follow the instructions in the directions for use may cause leaks. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, eg a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. The returned balloon was found to be torn, indicating that it may have been over-inflated or come into contact with a sharp exterior source.